Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the universal oscillating saw attachment had one pin on the saw blade shaft broken. The saw blade did not oscillate on the bone. No additional clinical information was received prior to this report.